Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. Patient called an ambulance and was transported to hospital. Patient was treated with an IV of glucose. At time of contact, patient is recovered. There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.